Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/lymphadenopathy. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had a 500cc mentor memorygel breast implant placed experienced right sided ruptured and lymphadenopathy post procedure. The patient had a lump in her armpit. The issues were diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6588174 number on (B)(6) 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 11, 2022. The rupture was first identified through magnetic resonance imaging on (B)(6) 2019. The event date has been updated to reflect this. The lymphadenopathy was detected through computerized tomography. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 14, 2022. Device replacement was performed with explant. There was displacement associated with the device rupture. The mentor failure analysis lab received the device for evaluation on july 14, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view measuring approximately 12.3 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 7, 2022. The explant date was rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).